Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians. Patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
An obvious decline in the patient's hearing performance was noticed. A history of head trauma was denied by the guardians.